Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the insulin gauge was inaccurate. Customer reloaded the cartridge to resolve the issue. Additionally, it was reported that the customer experienced an elevated blood glucose (bg) level displayed as "high" on the continuous glucose monitor, however, a specific bg value was not provided. The cause was not known. A correction bolus was delivered to address bg. System check with tandem technical support confirmed that the pump was functioning as intended. Recommendation was made to consult with a healthcare provider regarding diabetes management.